Event description:
Boston scientific became aware of an event involving a wallflex biliary fully covered stent through the article, comparison of fully covered self-expandable metal stents with and without antimigration fins for the management of distal malignant biliary obstruction, by jacob bauss, et al. The study aims to compare the clinical outcomes at 6 months after implantation of traditional fully covered self-expandable metal stent (fcsemss) versus those with antimigration fins (fcsems-af) in patients with dmbo. Per the article, between may 2017 and september 2023, a 10-mm-diameter wallflex biliary fully covered stent was implanted in 142 patients undergoing stent placement for biliary strictures. At six months, the study reported several outcomes among these patients, including stent migration, stent occlusion due to sludge or debris, surgical resection (such as pancreaticoduodenectomy or local resection with the stent removed in situ), reintervention or repeat endoscopic procedures, and post-procedure pancreatitis. Please see the referenced article for full details.

Manufacturer narrative:
Block b3: the date of the event is approximated to be six months from when the study was conducted. Block d4, h4: the article did not provide the complaint device upn and lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: jacob bauss, et al., comparison of fully covered self-expandable metal stents with and without antimigration fins for the management of distal malignant biliary obstruction. Gastrointestinal endoscopy. Volume 103, no. 2: 2026. Https://doi.org/10.1016/j.gie.2025.06.027. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a0106 captures the reportable event of stent occlusion. Imdrf patient code e1021 captures the reportable patient complication of post pancreatitis. Imdrf impact code f2202 captures the additional intervention of repeat endoscopic procedure. Imdrf impact code f19 captures the additional intervention of surgical resection.